Event description:
A patient reported inadequate stimulation. It was noted that there was no connection on two electrodes when measuring impedances. Lead migration was identified on an x-ray. Reprogramming was attempted but unsuccessful. On (B)(6) 2022, a replacement of the lead was performed.